Event description:
It was reported that during an unrelated lead revision procedure, this right atrial (ra) lead dislodged from its original implant position. Addition surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported. The ra lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with setscrew marks noted in the correct location on the terminal pin. The helix was noted to be in a retracted position with dried body fluid in the helix housing, which is normal for active fixation leads. Continuity testing was completed to assess lead electrical performance, measurements throughout this test were within normal limits. An x-ray noted the coils of the lead were deformed approximately 130 millimeters (mm) from the terminal pin. The lead passed a stylet insertion test, indicating no blockage in the lumen. Analysis was unable to confirm the dislodgement allegation made against the lead in the field.

Event description:
It was reported that during an unrelated lead revision procedure, this right atrial (ra) lead dislodged from its original implant position. Addition surgical intervention was performed, and the ra lead was explanted and replaced. No additional adverse patient effects were reported.